Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('attempted essure last year but had a perforation and the case') in an adult female patient who had essure (batch no. C40062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015 for birth control. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary)"), vulvovaginal mycotic infection ("infection (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vulvovaginal mycotic infection, tooth disorder, dysmenorrhoea, dyspareunia, abdominal pain, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Smear cervix - on an unknown date: abnormal. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- dental problems, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('attempted essure last year but had a perforation and the case') in a female patient who had essure (batch no. C40062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015 for birth control. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary)"), vulvovaginal mycotic infection ("infection (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vulvovaginal mycotic infection, tooth disorder, dysmenorrhoea, dyspareunia, abdominal pain, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Smear cervix - on an unknown date: abnormal. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- dental problems, uterine perforation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and mr was received. Reporter information was updated. Case became incident & valid. Lot number was added. The event injury was updated to abnormal bleeding (vaginal). New events: abnormal bleeding (menorrhagia), infection (bladder), infection (urinary), infection (vaginal), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain / loss specify which one: weight gain, hair loss were added. Medial history, concomitant drugs and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.